Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, profemur® total hip system implanted in the left side has failed due to corrosion related metallosis/adverse tissue reactions. Patient presented with severe pain, lack of mobility, and elevated cobalt levels.